Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable elecsys estradiol iii assay results for 5 patient samples tested on a cobas e 411 immunoassay analyzer. Please refer to the attachment to this medwatch for patient data. The customer stated that it is their policy to run patient samples with an expected estradiol results of >2000 pg/ml at a 1:5 dilution. All dilutions were performed by the analyzer. Product labeling suggest for estradiol testing a dilution factor of 1:10 should be used. The erroneous results were released outside of the laboratory. There was no adverse event. The estradiol reagent lot was 28459201 with an expiration date of 31-oct-2018. The field engineering specialist performed maintenance and cleaning on the systems fluidic paths. He checked the pinch valves. He checked the system reagent temperature and sipper adjustments. He performed performance testing with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
Further investigation determined that the customer was running the samples at a 1:5 dilution and product labeling suggests running a 1:10 dilution. The service activities performed by the field engineering specialist are considered to have resolved the issue.